Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Beeping constantly with green status indicator.

Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of (B)(4). Routine testing confirmed that the pad-pak was first was installed by the customer on the (B)(6) 2011 and performed to specification up to the (B)(6)2016. An increase in voltage on the (B)(6) 2016 suggests a further pad-pak was installed and the device passed a self-test. Investigation found the reported fault can be attributed to component failure. A component of the led circuitry failed leading to failure of the green status led to flash as expected. The component was replaced and the status leds subsequently operated as expected. The pad-pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use.